Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot#: va17gnx, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that during programming saw high impedances. And that since patient felt stimulation, they were left on the same program and might come back for device reprogramming. Patient did not report any device related symptoms or problems . It was stated that it was possibly related to the device or therapy and not related to the implant procedure. Not due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2016. No action was taken and resolved without sequelae (B)(6) 2020. Additional information was received on 2020-10-02 and health care professional stated that the patient to the clinic during an unscheduled visit and reported bladder pain, dysuria and frequency. A routine check for the ins showed impedance greater than >4000 impedance on leads 0/2 and 0/3. 0/1 at 0.7 adjusted to 1.1 patient did not report any device related symptoms or problems no further complications were reported/anticipated at this time.